Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Insulin pump had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer¿s blood glucose level was 103 mg/dl. Customer also stated that the reservoir compartment was broken and it was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.